Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the cassette and the solution bag. The connector between the solution bag and supply line were difficulty to connect. There was no patient injury or medical intervention associated with this event. No additional information is available.